Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a interventional radiologist in practice 8 years, who has used the device 100 times in total, of which 20 of those times were in the last 12 months. During use of the sentrant, the following complications were encountered; blood loss/bleeding (1) , hematoma (2). All these events occurred in the last 12 months. None of these events were assessed to be related to the device itself. The physician had the opinion that the sentrant performed according to instructions for use (IFU). No further information has or will be provided.